Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, equipment was not cycling correctly. The patient use was unknown.

Manufacturer narrative:
The distributor performed a checkout of the system and confirmed the reported issue. The unit was not able to start ventilation and there was no patient involved. This case has been further assessed as not reportable.